Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: no damage was observed to the pump keypad. All of the keypad buttons were found to be responding appropriately. The keypad was removed and no defects were found to the button contacts.

Event description:
It was reported that the keypad is not responding to button presses. The keypad sometimes scrolls and other times requires multiple button presses. The keypad is reportedly intact. The patient's blood glucose level is elevated (496mg/dl) with no symptoms. This does not meet animas criteria for an adverse event. This is being reported due to the reported unresponsive keypad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This